Event description:
The customer alleged the 740 ventilator shut down while on a pt. The remote nurse's call alarm activated, but the main audible alarms could not be heard. The nellcor puritan-bennett customer support engineer inspected the device and replaced the battery backup printed circuit board. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.